Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized due to a high blood glucose level of 600 mg/dl. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed. Blood glucose level at the time of the call was 258 mg/dl. The insulin pump did not show any sign of malfunction during troubleshooting. Customer was shipped a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.